Event description:
It was reported that the patient received shocks and was presented to the emergency room. An interrogation showed the lead integrity alert triggered for noise and oversensing on the right ventricular lead. The impedance spiked with pocket manipulation. A lead fracture was highly suspected. The detection was programmed off. The lead was explanted. A new lead was unable to be implanted because there was no access. It was also reported that the device was suspected of early battery depletion. The device was explanted and was replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient received shocks and was presented to the emergency room. An interrogation showed the lead integrity alert triggered for noise and oversensing on the right ventricular lead. The impedance spiked with pocket manipulation. A lead fracture was highly suspected. The detection was programmed off. The lead was explanted. A new lead was unable to be implanted because there was no access. It was also reported that the device was suspected of early battery depletion. The device was explanted and was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: (B)(4): the device was returned and analyzed. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.